Event description:
The flu shot injection came in a prefilled syringe. The safety needle was taken from the box and attached to the syringe in the normal fashion. The flu shot was administered per portocol. When the needle was removed from the employee's arm, the plastic safety portion of the needle remained attached to the syringe but the needle portion remained in the arm. A small portion of the needle was visible and able to be grasped so was then removed manually and discarded.it happened twice for two patients using the second device from same lot.

Event description:
The flu shot injection came in a prefilled syringe. The safety needle was taken from the box and attached to the syringe in the normal fashion. The flu shot was administered per portocol. When the needle was removed from the employee's arm, the plastic safety portion of the needle remained attached to the syringe but the needle portion remained in the arm. A small portion of the needle was visible and able to be grasped so was then removed manually and discarded.it happened twice for two patients using the second device from same lot.